Manufacturer narrative:
Device code 1494: off-label use; patient age < 21 years old. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned dry in a micro centrifuge vial with clear surgical residue on the lens. Visual inspection found no visible damage to the lens and foreign residue on the lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -11.00/2.5/095 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2019. On (B)(6) 2019 the lens was removed and exchanged, this resolved the problem.